Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the biopsy inlet t-piece dirty; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Forceps stuck in the operation channel inlet t-piece. The forceps looks too big. Nobody hurt. This event occurred at the time of during use.